Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of, or contributing factors, to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an inguinal hernia repair surgery on (B)(6) 2017 and the mesh was implanted. On (B)(6) 2017, the patient had a rejection reaction for mesh; the tissue on insertion site was red and swollen. To avoid infection further, the surgeon removed the mesh and used medicine on wound; the patient became better. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk were cultures performed? Results? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Maybe related to mesh what is the patient¿s current status? After treatment the patient became better